Manufacturer narrative:
(B)(4).

Event description:
The actual residual volume (20 ml) was greater than the expected residual volume (6.1 ml). The pump medication was not reported. The pump was refilled with a medication concentration of 20 mg/ml. The hcp programmed a drug dose of 1 mg/day. It was unknown by the reporter if a bridge bolus was programmed. Troubleshooting was not performed since the volume discrepancy was noted. Additional information has been requested, but was not available as of the date of this report.